Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 575cc mentor smooth round moderate profile on the left side, and with 625cc mentor smooth round moderate profile on the right side and experienced bilateral breast deflation postoperatively. As a result, the patient underwent bilateral explantation, and replacement with saline devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 18, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 625cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).